Manufacturer narrative:
The anterior stylet wire was found fractured approx 1.0" from the proximal end of the stylet wire. A matériel analysis indicated the fracture was a result of low-cycle fatigue after the onset of buckling. The malfunction occurred because of the multi-fault failure as a result of user technique. There is no evidence to support the failure was due to defective material or a design deficiency.

Event description:
A device complaint was received where after removing the device from the pt, the physician noticed the tip of the anterior stylet sticking out of the device approx 2 mm. No adverse event occurred when the device was extracted.